Manufacturer narrative:
This report is submitted on january 25, 2017, by cochlear limited on behalf of (B)(4) exemption number e2016011.

Event description:
Per the clinic, the device was explanted on (B)(6) 2016, due to th experiencing facial nerve weakness and a lack of benefit with device use. The patient was reimplanted with another device during the same surgery.